Event description:
It was reported that the insulin gauge was inaccurate. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level ranged from 64-65 mg/dl. Subsequently, the insulin gauge became static. The customer's blood glucose level ranged from 115-116 mg/dl. Customer continued using that cartridge.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.